Manufacturer narrative:
Initial and final MDR 1906155 - MDR 3003442380-2024-13014 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set cannula kinked event on (B)(6) 2024 after 3 hours of insertion. Insertion site was abdomen and above waist. Infusion set has been used for one hour. Customer regularly rotate site location. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 300mg/dl. Furthermore, customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.